Event description:
A site representative, registered nurse (rn), reported that while in a cranial tumor resection, the navigation system was 2cm inaccurate. Direction of inaccuracy was not provided. The site confirmed that they were accurate post pointmerge registration. In trouble-shooting, it was recommended the patient be re-registered. It was noted that the patient reference frame moved. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the only exam used for this procedure was a magnetic resonance imaging (MRI) . The site had no issues regarding the quality of the 3d model. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.